Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint was not confirmed. The lead was returned complete with instrumentation damage on the paddle and the outer tubing of both tails. Microscopic inspection revealed 5 wires were detached from their electrodes on the paddle creating electrical opens on channels 3, 7, 11,15a and 16b. One wire was had broken through the silicone. As no impedance issues were reported prior to the explant procedure and instrumentation damage was observed on the paddle, the detached wires observed were consistent with explant damage. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two scs systems (cervical and thoracic). It was reported, the patient experienced difficulty achieving effective therapy to her neck and shoulder regions utilizing the cervical system. Reprogramming was able to provide complete coverage to painful areas; however, the patient opted to have the cervical system removed due to dissatisfaction with the system itself. As a result, surgical intervention was undertaken, explanting the cervical system.